Event description:
The advocate stated the morning of the call, they were unable to wake the customer. They tested the customer's blood glucose using her contour meter and received a reading of 212 mg/dl. Paramedics were called and they tested the customer's glucose at 42 mg/dl when they arrived. The customer was treated with glucose. The advocate was advised to return the customer's test strips for evaluation. Replacement test strips and a new meter were sent to the customer.